Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l4-l5 pseudoarthrosis with l4-l5 disk herniation and stenosis. The patient underwent the following procedures: l4-l5 removal of hardware exploration of fusion mass, revision of lumbar decompression, and revision lumbar fusion with instrumentation and interbody fusion. As per op-notes, ¿the disk space was noted to accommodate a size 12 cage with distraction placed across the pedicle screws. A size 12 machined allograft cage was obtained. Tricalcium phosphate and local bone graft were packed into the anterior aspect of the disk space on the right. This was followed by a machined allograft cage. Tricalcium phosphate (actifuse) was then positioned into the disk space on the left. The annulotomy was sealed with duraseal. The facet joint at l4-l5 and the transverse processes of l4 and l5 were decorticated bilaterally with a high-speed bur. One large pack of rhbmp-2/acs was prepared mixed with tricalcium phosphate. This was positioned bilaterally into the lateral gutters. This was combined with local bone graft obtained from the laminectomy. This bone marrow aspirate was also sprayed onto the fusion mass in an attempt to increase chance for fusion.¿ the patient tolerated the procedure well without any intraoperative complications.